Event description:
A surgeon reports that a pt with congenital cataracts had intraocular lens implant surgery in 1998. In 2004, a lens exchange was performed due to a loss in visual acuity that the surgeon felt may be related to the intraocular lens. The original lens was explanted and replaced with a lens placed in the sulcus. Following the lens exchange, the pt's corrected visual acuity is 20/25.